Event description:
Pt. Reports receiving low readings with one touch ultra test strips from lot 1022857 with exp 11/04 and code 15. Pt was having consistently low readings and was increasing sugar intake to compensate. After receiving a reading of 35 became suspicious of defect, tested immediately with a strip of lot #1022462 with exp. 10/04 code 8 and received a result of 110. Pt. Also did check machine with control solution.